Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose was 404 mg/dl. The customer was treated with insulin pump. The customer reported that the alarm was resolved by an infusion set change. The customer does not wan to return the set and reservoir for analysis. The pt was advised to call when alarms occur in order to troubleshoot.